Manufacturer narrative:
The probable root cause of the reported issue can be attributed to an electronic defect of a component or module within the affected axes controller platform (acp).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported error and replaced the axes controller platform (acp) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The component was analyzed, and the reported error 32098 was replicated and confirmed. Reviewing system logs confirmed the error having occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The acp was installed, successfully programmed, and tested on the golden system where error 32098 was triggered at start up, replicating the reported event. Further testing confirmed that the acp was the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced recoverable fault 32098 on the system. Troubleshooting was performed and the system was rebooted, but the issue persisted. A patient side cart (psc) from another system was used to continue the procedure. There was no report of patient injury.